Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscope inspections revealed that the telescope was kinked, the imaging window, imaging core, and drive cable were twisted and the imaging window had ripples and torn. Impedance testing showed an electrical open at the distal end of the catheter, between 60 to 70 cm from the distal housing. The media returned by the customer was inspected and showed the catheter to be partially visible, with the imaging window twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 69% stenosed target lesion, measuring 28 mm in length with a vessel diameter of 2.8 mm, was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; but the catheter failed to display an image during the implantation process, and the image was lost. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. However, device analysis revealed that the imaging window, imaging core, and drive cable were twisted.